Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 12 previously reported events are included in this follow-up record. Product return status 11 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 11 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 3 reported events were confirmed. 8 reported events were not confirmed. Evaluation results: 8 devices were found to be affected by internal corrosion. 3 devices were found to be affected by lubrication breakdown. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.